Event description:
It was reported that a remote monitoring transmission shows the right ventricular lead has an elevated number of short interval counts (sic) since the lead was implanted. The lead will be monitored for the oversensing and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.